Manufacturer narrative:
Invacare was made aware of this event that took place in germany involving an irc5po2-de concentrator. The concentrator was manufactured by invacare suzhou, however, they are no longer in business. Therefore, this medwatch is being filed to invacare florida where they are currently manufactured. Invacare is filing this complaint in an abundance of caution due to a similar device is sold by invacare in the u.s. It is unclear if/how/when the tubing became disconnected. The user manual part # 1143482-h-00 states: page6 1.2 intended use the intended function and use of the invacare® perfecto2¿oxygen concentrator is to provide supplemental oxygen to patients with respiratory disorders, by separating nitrogen from room air, by way of a molecular sieve. It is not intended to sustain or support life. Danger! Risk of injury or death. This product is to be used as an oxygen supplement and is not intended to be life-supporting or life-sustaining. Only use this product if the patient is capable of spontaneous breath, able to inhale and exhale without the use of a machine. 1.3 indications for use: the intended function and use of the invacare® perfecto2¿v oxygen concentrator is to provide supplemental oxygen to patients with respiratory disorders, by separating nitrogen from room air, by way of a molecular sieve. It is not intended to sustain or support life. Page 7 1.4 description: the invacare perfecto2 concentrator is used by patients with respiratory disorders who require supplemental oxygen. The device is not intended to sustain or support life. The dealer stated he could not duplicate the issue. The dealer states the device will not be returned because the concentrator is in use by another patient. Should additional information become available, a supplemental record will be filed.

Event description:
During the night of (B)(6) 2019, the end-user suffered a heart attack while using an irc5po2 concentrator. The next morning, the end-user's son noticed that the connecting tube from the concentrator to the humidifier was hanging loose.